Event description:
Customer contacted saalt on (B)(6) 2022 to explain that they claimed they had trouble removing their saalt cup on their own and chose to seek medical care. They said they had been using their cup without trouble for nearly 2 years before experiencing the difficulty with removal. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Customer responded on 3/9/2022 but did not provide the information requested. Saalt requested the information again. Customer responded on 3/12/2022 but did not provide the information requested. Saalt made the third gfe attempt to contact the customer and requested the information a final time. Customer responded and said that they would not provide the information requested. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." There were no deviations, errors, omissions, or non-conformities that were noted to be associated with the reported device. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.